Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed insulin flow block. The customer¿s blood glucose level was 32.1mmol/l at the time of incident. The customer did not state how they treated high blood glucose levels. The customer states they replaced the reservoir and infusion set but is still getting the alarm. The insulin pump is not being replaced and is not expected to return for analysis.